Manufacturer narrative:
(B)(4). D10: item # 00840009500, articulation kit size 5/6, lot # unknown. Item # 00840009000, humeral-screw-kit, lot # unknown. Item # 47840103800, nexel ulna cement diverter 2pk, lot # unknown. H6: proposed component code - mechanical (g04) - stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that custom elbow components were requested for a patient with a titanium allergy. Previously implanted components had been explanted prior to the request. Attempts have been made and no further information has been provided.